Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: (1) there may have been a loose foot control assembly or wand connection to the controller which could have caused non functionality or (2) an issue with the other concomitant devices. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: h3, h6: the returned controller used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported serial number (B)(6) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for pn 28168-59 for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Visual inspection shows no cosmetic issues. The back label and the warranty seal are in good condition. An inside view revealed that there are no loose parts. There are no manufacturing abnormalities found. The device shows an f4- hardware failure after powering up which could not be reset. A further functional evaluation could not be performed. The complaint was verified and the root cause could be determined due to an electrical component failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the device was not functioning when connected to a new wand. No backup device was available to complete the procedure. No significant delay or patient injuries were reported.